Manufacturer narrative:
Findings: pump passed the displacement, motor error alarm during basic occlusion test due to loose flush drive support disk. Unable to verify alarms due to motor error alarms. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. No unexpected reservoir window crack anomalies noted. Visual inspection shows that damage to display is a scratch not a crack as reported by user. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.